Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2018 for further investigation. The fse cleaned and lubricated the large and small syringe screw and rod. Then the fse cleaned and lubricated the sample needle screw and rod. The instrument was primed with no errors. Instrument is functioning as intended and was released. No further action is required by the fse. The instrument was installed on the (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(4) 2018 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported issue was due to the guide rods and lead screws requiring cleaning and lubrication. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6), a customer reported receiving error 706 syringe-l error and x-1 axis error on their g8 instrument. The technical support specialist instructed the customer to replace the sample needle. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.